Event description:
The reporter stated that via a google search for ¿problems with medtronic pain pumps¿, she came across a discussion forum where people were talking about ¿people having the catheter break or grow into their spine¿. The reporter did not write down the exact web address and did not remember the title of the discussion board.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).